Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
It was reported that guidewire entrapment and guidewire coating issue occurred. The target lesion was located in the superficial femoral artery. A 300cm straight tip v-14¿ controlwire® was advanced to cross the lesion. However, during procedure, the guidewire became stuck inside a non-bsc balloon catheter and it kind of shredded the tip of the guidewire. Nothing came off inside the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.